Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a backup battery fault alarm. The ventricular assist device (vad) coordinator removed the emergency backup battery (ebb) and reseated it with no success. The ebb was replaced with a new one on (B)(6) 2024. On (B)(6) 2024, the patient came to the clinic after having advisory alarms for "no backup battery." The alarms had resolved and the ebb appeared well seated in the system controller. A review of the log files revealed ebb faults on (B)(6) 2024 due to the ebb failing the load test. The patient stated they were sleeping when the alarms first started while the system controller was beside them on the bed. The patient denied any kinks or bends of driveline. The patient wore the travel bag during the day. Follow up log files were submitted that revealed a backup battery fault alarm on (B)(6) 2023 that occurred after the system controller attempted a load test.

Event description:
Additional information was received that after the backup battery fault alarm on (B)(6) 2024, the emergency backup battery (ebb) and housing was cleaned with an alcohol wipe and reseated which resolved the alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the submitted log files. The submitted system controller event log files contained approximately 3 days of data combined ((B)(6) 2024 from 05:18:46 ¿ 09:31:11 per the timestamps). The log files captured a backup battery fault alarm from the first event in the log files (captured on (B)(6) 2024 at 13:00:06) to (B)(6) 2024 at 10:45:33 and from (B)(6) 2024 from 05:18:46 ¿ 09:31:11 due to the backup battery not passing the load tests. The exact time that the alarm activated and the initial conditions that caused the alarm to activate could not be determined as the events were overwritten by newer incoming data. No other notable alarms were observed in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The submitted system controller periodic log files contained approximately 22 days of data combined (B)(6) 2024 per the timestamps. The log files captured a backup battery fault alarm from (B)(6) 2024 at 05:46:41 to (B)(6) 2024 at 10:46:37 and from (B)(6) 2024 at 22:46:06 to (B)(6) 2024 at 08:46:03 due to the backup battery not passing the load tests. The periodic log file only collects data at specified time intervals rather than upon the detection of an event; therefore, the exact time that the alarm activated and the initial conditions that caused the alarm to activate cannot be determined from this log file. No other notable events or alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Additional information provided communicated that the alarms resolved after reseating the backup battery and that no products would be returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The backup battery was shipped to the customer on 25dec2023. Heartmate 3 instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.